Event description:
It was reported that during a balloon angioplasty treatment procedure, a shaft fracture occurred. The target lesion was located in the left anterior descending artery. It was observed during the procedure that the shaft of the 2.0 x 20mm maverick 2 mr balloon catheter fractured. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a balloon angioplasty treatment procedure, a shaft fracture occurred. The target lesion was located in the left anterior descending artery. It was observed during the procedure that the shaft of the 2.0 x 20mm maverick 2 mr balloon catheter fractured. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was received in two sections as a result of a break in the hypotube. The break was located at 76.4 cm distal to the strain relief. A kink was present in the proximal section of the hypotube shaft at 73cm distal to the strain relief. It is noted that the break and the kink, that was found, is consistent with excessive force having been applied to the shaft. No issues were noted with the balloon and tip profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).